Event description:
It was reported that low impedance was found during system diagnostics at a patient's first follow-up visit since her generator replacement surgery. X-rays were ordered. The physician reviewed the x-rays and determined that a lead fracture was present. The patient was referred for full revision surgery. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery on (B)(6) 2016 due to lead discontinuity. The explanted generator and lead were received on (B)(6) 2016. Analysis of the generator was approved on (B)(6) 2016. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead has not been completed to date.

Event description:
During analysis of the returned portion of the lead, a break was identified at the end of the positive coil. Scanning electron microscopy images of the positive coil showed that pitting or electro-etching conditions had occurred at the break location. However, due to pitting and mechanical distortion (smoothed surfaces) the fracture mechanism of the coil could not be ascertained. Note that since a significant portion of the outer and the inner silicone tubing and the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.